Event description:
Clinical study: it was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance was experienced after stent deployment. The index procedure treated a 50% stenosed region of the mid left anterior descending artery (lad). The physician predilated the lesion prior to placing one taxus liberte 2.25x24 mm drug eluting stent. After stent deployment, at 7 atmospheres, the physician experienced withdrawal resistance as he attempted to withdraw the balloon delivery system. According to the site coordinator, "the balloon was inflated and the stent was deployed. The balloon was deflated but on withdrawal a slight resistance was felt - the balloon was then re-inflated for only a few secs and then deflated and then the withdrawal went smoothly." The site feels the balloon could possibly have been sticking to the stent, but is not positive. No pt complications were reported as a result of this event.